Event description:
It was reported patient underwent a knee resurfacing procedure on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. All components were removed and replaced with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.